Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced several issues with an external recharger device for an implantable neurostimulator. The recharger cord was getting seriously hot, they unplugged recharging cord and let the cord cool off. After re-plugging the recharging cord, the controller was unable to find the device. The passive recharge mode numbers fluctuated from very low to high. When the controller eventually located the implanted neurostimulator, the charge levels on the controller displayed numbers, jumping from 1 to 2 to 57 to 3 to 4 to 80. Agent understood as the numbers in trying to recharge screen. An email was sent to the repair department to replace the recharger, and external equipment was ordered as a resolution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product ID 97755 ; serial#(B)(6) ; product type recharger was returned for product analysis. Analysis found that the recharger antenna was damaged by animal. Specifically, chewed by dog. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.